Event description:
Caller reported that the pump screen was dark. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.